Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was frayed at the grip hub. The grayed strands stick out slightly above the hub surface. An additional finding was one scratch mark on the distal end of the main tube with light material removal. The scratch was .145 in length and not aligned with the tube axis. Engineering concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing that cables were fraying on a large suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.